Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, heavy resistance was experienced when tracking the left ventricular lead through the catheter. The lead could not be properly positioned as a result. A new lead was used. There were no patient consequences.